Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen intermittently blinked on and off, preventing the user from reading the display or unlocking the device, consistent with a display visibility malfunction and a display module issue. Symptoms included no clinical effects. Outcomes included no impact on health and no interruption to therapy beyond device interaction. Investigation included remote troubleshooting and user education, including instructions to shut down the device through the settings menu, syncing data to the mobile app when possible, and shipping a replacement with guidance to return the original device. Investigation of this case revealed a device display malfunction consistent with a hardware display failure that impeded user interface functionality. However, failure investigations have revealed np fault found with the device.